Manufacturer narrative:
The fse replaced the reagent syring pump to resolve the issue. Failure mode is attributed to the crem reagent syringe pump.

Event description:
A beckman coulter fse (field service engineer) was at the customer's laboratory to investigate a cc (cartridge chemistry) imprecision issue and discovered that the customer generated erroneously low crem (modular creatinine) results, for four patients, involving the unicel dxc 800 synchron system. The incorrect results were reported out of the laboratory but there was no change or affect to patient treatment in connection with this event. The fse evaluated the instrument and found a leaking crem reagent syringe pump. The leak was not contained within the instrument but the customer wore personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. The crem calibration, qc (quality control) and precision data passed within specifications at the time of the event.